Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. The unit was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracks to the battery tube threads, reservoir tube lip and damages to the display window also noted.

Event description:
The customer reported a motor error. The blood glucose reading was 101 mg/dl. The alarm occurred during a manual prime. The insulin pump was not exposed to a strong magnetic field. The customer was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.